Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 509mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. Customer declined further troubleshooting due to being currently at work, therefore no additional information was obtained.